Event description:
The initial reporter received questionable elecsys troponin t hs assay results for 5 patient samples tested on the cobas e 801 analytical unit. Patient sample 1 on (B)(6) 2026: the initial result was 16.2 ng/l. The first repeat result was 12.8 ng/l. The second repeat result was 21.8 ng/l. The third repeat result was 11.3 ng/l. Patient sample 2 on (B)(6) 2026: the initial result was 7.68 ng/l. The repeat result was 4.11 ng/l. Patient sample 3 on (B)(6) 2026: the initial result was 6.94 ng/l. The first repeat result was 10.2 ng/l. The second repeat result was 6.68 ng/l. Patient sample 4 on (B)(6) 2026: the initial result was 8.99 ng/l. The repeat result was 5.44 ng/l. Patient sample 5 on (B)(6) 2026: the initial result was 8.08 ng/l. The first repeat result was 17.1 ng/l. The second repeat result was 7.68 ng/l.

Manufacturer narrative:
The elecsys troponin t hs reagent lot number is 88252001 (expiration date: 31-jan-2027).